Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a shock therapy was delivered but the corresponding episode was not available in ICD device memory upon interrogation. Some other memory data were not available, such as the heart rate curve. The pt was kept in intensive care until clarifications whether the delivered shock was appropriate or not, were provided. Preliminary analysis reveled that memory data were more likely not programed during the previous follow-up.